Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Post-operative exam showed large hemorrhage in the brain and smaller, possibly-unrelated hemorrhage elsewhere in the brain. The patient is in good health and electrode placement was ¿spot on so surgeon removed electrodes the next morning.

Manufacturer narrative:
It was reported that brain hemorrhage was noticed post-operatively. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs determined that multiple factors might have contributed to the reported hemorrhage, however the root cause cannot be conclusively determined. The analysis of available data logs did not reveal any device failure. The device operated as specified.

Event description:
Post-operative exam showed large hemorrhage in the brain and smaller, possibly-unrelated hemorrhage elsewhere in the brain. The patient is in good health and electrode placement was ¿spot on so surgeon removed electrodes the next morning.